Manufacturer narrative:
Quality-safety evaluation of product technical complaint (ptc) received on 29-sep-2016: global ptc number: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Device similar incident listing the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 03-oct-2016 for the following meddra preferred terms: pelvic pain: the analysis in the global safety database revealed 1689 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to an adult female consumer in (B)(6) who had essure (fallopian tube occlusion insert) inserted and had pain in pelvis. She was planning essure removal. Pelvic pain is listed in the reference safety information for essure. Since essure may cause pelvic pain and considering that in this case there is no alternative explanation, a causal relationship with essure inserts cannot be excluded. This case is regarded as incident since device removal will be required. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. No further information will be obtained.

Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on (B)(6) 2016 from an adult female consumer and forwarded to bayer on (B)(6) 2016. On (B)(6) 2012, essure (fallopian tube occlusion insert) was placed. The consumer was (B)(6) at time of placement procedure. The consumer's concurrent condition included spastic colon and hay fever. She had pain in pelvis/hips (area), itching skin, increase or heavy blood loss during menstruation, pain in legs, pain in abdomen, pain in head, pain in knees, lower back pain, pin in groin, coccyx pain, loss of libido, nausea, tiredness, insomnia, mood swings or emotionally out of balance, memory loss, concentration problems, hair problems, menopause complaints, and tingling. The influence of essure in her daily life included work related problems and also problems with daily. She contacted a doctor, had a blood test, internal ultrasound scan and urine test performed but nothing was found. She had mirena iud inserted in 2013. Essure removal was scheduled. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to an adult female consumer in (B)(6) who had essure (fallopian tube occlusion insert) inserted and had pain in pelvis. She was planning essure removal. Pelvic pain is listed in the reference safety information for essure. Since essure may cause pelvic pain and considering that in this case there is no alternative explanation, a causal relationship with essure inserts cannot be excluded. This case is regarded as incident since device removal will be required. A product technical complaint analysis is being sought. No further information will be obtained.